Manufacturer narrative:
(B)(4). Section d.4. Unique identifier (UDI)# corrected from (B)(4). Section d.4. Lot# corrected to 18f24a0004. Section d.4. - expiration date corrected to 25-dec-2025. Returned for investigation was a 40cc 7.5 ultraflex intra-aortic balloon catheter iabc, lot# 8f24a0004. Upon return, the one-way valve was noted tethered to short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The original packaging tray was immediately noted with damage to the "ar-row" packaging sticker which retains the iabc bladder in the packaging tray; the arrow sticker was noted cut/ripped and portions of the sticker were completely missing. Since the returned state of the original packaging tray indicates that the iabc was not prepped correctly per the instructions for use (IFU). As a result, an in-service for the customer is requested to reiterate the appropriate meth-od for iab prep/removal from its packaging. The instructions for use states: "connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. Multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of two (2) repeated leak sites consistent with contact from a sharp object were not-ed around the circumference of the bladder at approximately 17.5cm and 17.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris were noted on the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, two punctures consistent with contact from a sharp object were found on the iabc bladder, which allowed blood to enter the helium pathway and caused the reported complaint. No other leaks were detected during functional testing. Unrelated to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker, which indicates that the iabc was not prepped correctly per the IFU. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal.

Event description:
It was reported " the iab balloon reached the descending aorta with no pacing response and was then immediately withdrawn and reintroduced with a new one". Additional informations states the second catheter was inserted into the same insertion site. No injury or consequence to the patient reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). UDI#: (B)(4).

Event description:
It was reported "the iab balloon reached the descending aorta with no pacing response and was then immediately withdrawn and reintroduced with a new one". Additional informations states the second catheter was inserted into the same insertion site. No injury or consequence to the patient reported. The patient's current condition is reported as "fine".